Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively the needle detached. A new device was used to complete the case. The surgical time was extended by less than 30 minutes. Oozing bleeding occurred as a result of the issue. No patient injury was reported.